Event description:
The customer contacted baxter's service center regarding a leak in the patient line. This had occurred on the homechoice (hc), during use. The technical service representative (tsr) assisted the home patient (hp) to end therapy. The tsr informed the hp to let their registered nurse (rn) know about the leak and to use new supplies. The hc was operational. There was patient involvement, however no patient injury nor medical intervention was indicated at the time of the initial report. Product surveillance contacted the hp three days later regarding the leak. The hp stated that she started over with new supplies. The hp stated she is doing fine and has been continuing therapy without issues. There was no patient injury nor medical intervention indicated, in association with the report. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore the condition could not be confirmed, nor could a cause be determined. A follow-up report will be filed if any additional relevant information becomes available.